Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Customer provided no pt or procedural information, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) evaluated a mis-alignment error and replaced the image intensifier transducer pcb. Fse tested the system as per specifications in hut manual 4041004 and checked for proper operation per service checklist (B)(4) unit passed checkout procedures and was returned to the customer for service.